Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Multiple attempts at trying to remove it myself, I ultimately could not and had to go to my gyn to remove it - vagina [foreign body in reproductive tract], tampon string detached from the tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string detached from the tampon. No serious injury was reported.

Event description:
Multiple attempts at trying to remove it myself, I ultimately could not and had to go to my gyn to remove it. Tampon stuck in vaginal canal [foreign body in reproductive tract]. Brown, mucousy discharge/ old blood- vagina [vaginal discharge]. Tampon string detached from the tampon, string ripped [device breakage]. When trying to remove it in the same manner I always do, the string on the tampon ripped. I was unable to remove the tampon on my own [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string detached from the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.